Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. The patient is making a claim for an adverse patient outcome against the perfix plug. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with left indirect inguinal hernia thereby underwent open repair with the implant of large perfix plug (device #1). Per operative notes, ¿the patient had a large indirect sac.the indirect sac was dissected. A large perfix plug (device #1) was placed deep to the inguinal ring and mesh was placed on the floor of the canal and tacked to the conjoined tendon, shelving margin of inguinal ligament.¿ (B)(6) 2017 - patient was diagnosed with left groin pain and recurrent left inguinal hernia thereby underwent open repair with the explant of old mesh (device #1) and implant of perfix plug (device #2). Per operative notes, ¿the ilioinguinal nerve was divided and ligated. The previous mesh (device #1) was excised completely. The defect in floor of inguinal canal was closed utilizing a medium perfix plug (device #2) into place and sutured.¿ attorney alleges that the patient had nerve damage, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years and 4 months post implant of perfix plug, patient was diagnosed with nerve damage, pain, hernia recurrence thereby underwent removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-jan-2015) is considered to be a best estimate. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. The patient is making a claim for an adverse patient outcome against the perfix plug. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."